Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 507652 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead dislodged, had no capture and was under-sensing. The lead was revised successfully but with difficulty. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead was not sensing. X-ray showed that the lead had dislodged and had fallen into the lower atrium requiring reposition. Repositioning was attempted, but the lead continued to fall with new placements. The lead was explanted and replaced.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was observed to have blood ingression. Visual analysis of the lead indicated apparent explant damage. The analyst noted the outer insulation is cut at 9 cm and 15.3 cm. Accurate measurement of the helix is not possible due to the helix being bent/stretched. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.